Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that dilatation was performed using non-abbott device, on the proximal to mid left anterior descending (lad) coronary artery, 90% stenosed lesion. After dilatation, a vessel rupture was noted. The non-abbott dilatation balloon was inflated without any improvement in the vessel rupture. Following, a 2.8x19mm graftmaster stent delivery system (sds) was unable to cross the proximal lad lesion. There was no blood flow and an emergent coronary artery bypass graft surgery (CABG) was scheduled. The patient became hypotensive and bradycardic. Inotropic medications were provided and an intra-aorta balloon pump (iabp) was implanted while awaiting CABG. CABG was performed and the patient is in fine condition. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the reported patient effects of occlusion and hypotension, as listed in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU) are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.